Manufacturer narrative:
The customer received a replacement device. The original device was sent to the stryker product assessment center for evaluation, and the technician observed the issue. It was found that the white energy capacitor wire was disconnected from the j18 spade connector. The capacitor wire was reconnected to resolve the issue. The root cause of the issues was the disconnected connector. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.